Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the device alarmed power loss alarm. Customer's blood glucose was unknown. Device did not alarm low battery alarm prior to the power loss alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm, power loss alarm and replace battery now alarm was confirmed in the format history file and power management parameters graph have confirmed power system error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance on the j6 printed circuit board assembly. However, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case and fading serial number label.